Event description:
It was reported that during a percutaneous coronary intervention (pci), the maverick2 monorail balloon ruptured. The 100% stenotic lesion was located in the calcified and tortuous left circumflex (cx) coronary artery. The maverick2 monorail balloon ruptured during the first inflation at 6 atms. The procedure was completed with another of the same device. No pt injuries or complications were reported. Pt status is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch will be filed.